Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 24 events were reported for this quarter. 24 devices were received for evaluation. 24 events were confirmed during testing. 24 devices were found to be affected by disassembly. There were no remedial actions taken. The devices are not labeled for single-use.

Event description:
This report summarizes 24 malfunction events in which the devices disassembled. 23 reported events had no patient involvement; no patient impact. 1 reported event had no known patient involvement; no known patient impact.